Event description:
Pt called on 6/19 to inform dr's staff of her allergy to latex. Staff didn't leave any examination room free of latex. When pt arrived, staff experienced mild to moderate itching. Pt medicated herself with 10 mg of prednisone. Dr and staff don't identify open glove boxes as a problem. Facility has no latex protocol or offers in-svc for latex exposure. ER is not prepared to deal with a serious reaction (shock). To reschedule an appointment with dr a 6 month wait would occur.